Manufacturer narrative:
A visual examination of the returned resolution 360 clip device noted that the clip assembly would not open and could not be deployed as the coil was pushed up through the handle. It was also found that the prongs were not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was actuated; however, the clip failed to release from the catheter. It was also noted that it felt like the spring was missing. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was actuated; however, the clip failed to release from the catheter. It was also noted that it felt like the spring was missing. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was actuated; however, the clip failed to release from the catheter. It was also noted that it felt like the spring was missing. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.